Manufacturer narrative:
It has now been reported that there was no loss of osseointegration, only an explant of the device. This report is submitted on april 20, 2021.

Event description:
It has now been reported that there was no loss of osseointegration, only an explant of the device.

Event description:
Per the clinic, the patient experienced a loss of osseointegration and complains on pain at implant site, leading to the decision to explant the device. The device was explanted on (B)(6) 2021 and the patient was reimplanted with a new device during the same surgery.